Event description:
It was reported that the physician was attempting to use a 3.0mm diameter x 24mm length endeavor resolute (rx)drug eluting stent to treat a lesion in the lad with 85% stenosis but the device could not pass the lesion. Resistance was noted when advancing the device and difficulties were experienced when removing the device. Upon removal of the device it was noted that the stent struts were lifted. It was reported that pre-dilatation was carried out using a 2.0mm diameter x 20mm length balloon catheter. No abnormalities were noted during preparation or inspection of the device prior to use. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: a number of struts on the 5th, 6th, 13th and 14th proximal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent / stent deformation). Patient¿s condition affected effectiveness of device (85% stenosis). Evaluation conclusion: inherent risk of procedure (failure to deliver stent / stent deformation). Device failure related to patient condition (85% stenosis). (B)(4).